Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a knee arthroscopy, the fast-fix second anchor did not deploy. The t1 implant was removed from within the patient. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device shows t1 is free from the delivery needle but remains attached to the suture. The devices actuator is located behind t2 confirming a trigger advancement and deployment of t1. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending or flexing of the delivery needle suing attempted deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.